Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. G3 date updated; h10 g3 date updated; h10.

Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.